Event description:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced is not believed to have caused or contributed to the event.

Manufacturer narrative:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6). Additional associated products and mdrs: unknown cocr coated vanguard knee posterior stabilized. MDR: 0001825034-2021-02391.

Event description:
It was reported that the patient underwent revision for chronic dislocation of the patella.